Event description:
It was reported to tyco healthcare/kendall on 07/30/2002 that a nurse had sustained a needlestick. Customer states that a nurse was stuck by a needle poking through the bottom of the sharps container when nurse picked the container up.